Event description:
It was reported that: while the device was ventilating a pt, the user reported that the device changed ventilation modes from controlled mandatory ventilation assist with autoflow to pressure controlled ventilation plus with assist without user input. It was reported that there was no pt injury.